Manufacturer narrative:
Report source: (B)(6).

Event description:
Information was received indicating that a pump with a cadd cassette reservoir attached alarmed with no error message and then the no cassette" alarm went off. It was reported the end user connected the cassette to another pump and the issue was resolved. No adverse patient effects were reported.